Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 24) occurred while in normal temperature. Customer's blood glucose level ranged between 129-260 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.